Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve load was confirmed to be a good load. The valve was recaptured three times during the implant attempt. The patient's anatomy caused the valve to be in a low position, and it was reported that the valve had dislodged as a result. During the third deployment attempt, it was difficult to turn the actuator on the delivery catheter system (dcs) to deploy the valve. The actuator became stuck and the capsule did not respond when the actuator was turned. The actuator components did not separate. Following the third recapture, the valve was unable to be deployed. It was reported that following the third attempt at deployment, the dcs capsule was damaged and the valve "would no longer fit in the system". The valve was unable to be removed from the delivery catheter system (dcs) and could not be implanted. The system was withdrawn from the patient's body. Of note, it was reported that the patient had tortuous anatomy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve was stuck inside the capsule and could not be removed. The capsule did not separate or buckle. No adverse patient effects were reported. Updated data: a3 sex. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.